Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During a procedure, a faradrive steerable sheath clear was selected for use. During procedure, the sheath was inserted into the left atrium through the patient's patent foramen ovale, so no transseptal puncture was performed). During the introducer exchange, the guidewire returned to the right atrium and was then pushed into the left atrium. This phase could have moved the guide into the limbus so that cardiac tamponade occurred. The pulse field ablation procedure was therefore not performed. After pericardiocentesis, the patient had stable and good vital parameters. The device is not expected to be returned.